Event description:
The reporter stated an aq2017v silicone three piece lens was loaded into the cartridge and the surgeon was ejecting the lens, but the lens did not feel right in the cartridge. The surgeon decided not to use the lens and a different lens was implanted. There was no patient contact.

Manufacturer narrative:
Eval results: visual inspection of the returned product found one haptic bent. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.